Event description:
On (B)(6) 2023: possible fracture. Sudden increase of impedances to >3000 ohm. Reprogrammed ¿ lead turned off. The lead will be replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).